Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the first inflation at 15 atmospheres for about 10 seconds, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications reported and the patient condition was good.